Manufacturer narrative:
(B)(4). The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage within specified range. No unexpected and multiple pump error alarms noted during testing or found in the downloaded history files however, hardware low level failure alarm is confirmed in the downloaded history file due to broken electrical board trace on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they performed a self-test and insulin pump had multiple alarmed. Customer's blood glucose value was unknown. Troubleshooting was performed. Customer reported high blood glucose, she changed the infusion set and high blood glucose event continued. Customer was able to successfully clear the alarm. Customer was able to complete rewind. Customer stated that self-test was performed 3 times, and tests were ok, insulin pump passed. The device will be returned for analysis.